Manufacturer narrative:
Additional information in d9, h3, h6. H10: one (1) device was received for evaluation. A visual inspection with the naked eye noted a loose green cap inside an unopened over pouch. There were no issues or evidence of damage to the green cap and patient connector. The reported condition was verified. The cause of the condition could not be determined. The remaining devices were discarded; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) amia automated pd sets had patient caps (patient line pull ring) that were ¿off¿ in the individual packages. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.